Event description:
Healthcare Professional reported "potential rupture and Capsular Contracture Baker grade III". This record is for the left side. Device was explanted. Patient received Singulair as treatment.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: rupture.